Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all values were within expected ranges. Internal testing of the patient sample confirmed a false reactive result in the elecsys hiv duo assay, with an abnormal low signal observed in the ahiv module. The issue was reproducible across multiple analyzers, suggesting a sample-specific discrepancy. The use of universal diluent for sample dilution was identified as inappropriate for this assay, as it is known to potentially cause false reactive results. Due to the limited sample volume, further testing of the patient matrix was not possible. A definitive root cause for the low ahiv signal could not be determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged that an elecsys hiv duo result for one patient sample was not calculated due to an abnormal low signal on the cobas e 801 module. No sub-results or main results were reported for the sample. The customer reran the sample on three different cobas e 801 modules, all of which produced the same abnormal low signal error. The customer manually diluted the sample 1:2 in universal diluent and obtained a positive elecsys hiv duo result, with an hiv antigen (hiv ag) value of 3.34 cut-off index (coi) after applying the dilution factor. The result was not reported for the patient. The sample was sent to a reference laboratory for hiv confirmation, which returned an hiv-negative result.